Event description:
Fixator was applied in early january, approx 2 weeks later md noted pin in distraction module had migrated. The component had disassembled. A second surgery was performed to replace the fixator.